Event description:
Doctor was attempting to deploy a vascade close device. The tamper would not appropriately retract to deploy sealant. He attempted to move the tamper multiple times without success. Manual arterial pressure was held by rn till hemostasis was achieved. A collagen vascular closure device was deployed following a right femoral arterial angiogram however, the device failed, and manual hemostasis was achieved. The patient tolerated the procedure well with no complications experienced.